Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring and seal assembly remained in the loading device. The blue side locks were disengaged and the white plunger was not depressed on the delivery device. The seal was removed from the loading device, no cracks or delamination were observed. No visual defects were observed. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .210 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported complaint was confirmed for the reported failure mode "failure to load". Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm during the loading process seal became removed from delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm during the loading process seal became removed from delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.